Event description:
The complaint is reported as: "cracked blue hub on pigtail" of dialysis catheter. The hub is too short to repair and the device was successfully replaced at another facility. No patient injury reported. The patient's condition is reported as fine. It was reported the issue was detected at dialysis and the patient had to go to another hospital to have the catheter replaced.

Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing the reported defect. However, the crack cannot be seen in the image. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user: "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". The report that the "luer hub/fitting has crack" could not be confirmed through examination of the customer supplied photo and without the sample returned for evaluation. A crack could not be observed from the customer supplied photo and the complaint sample was not returned for evaluation. The device history record was performed based on sales history with no evidence to suggest a manufacturing related cause. The probable cause of this complaint could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "cracked blue hub on pigtail" of dialysis catheter. The hub is too short to repair and the device was successfully replaced at another facility. No patient injury reported. The patient's condition is reported as fine. It was reported the issue was detected at dialysis and the patient had to go to another hospital to have the catheter replaced.